Event description:
It was reported that during an inflatable penile prosthesis (ipp) original implant the device did not work when its inflation was tested. The physician attempted to reset the valve but was unsuccessful. The physician suspected the pump was not inflating due to differential pressure and then cut off the pump and replaced it with a freestanding component. There were no patient complications related to the device.